Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of 119.5cm of the hypotube and shaft of an emerge balloon catheter, the hub was not received for analysis. The shaft, hypotube, and bonds were microscopically and visually examined. There is tip damage. The hypotube shaft was completely separated 119.5cm from the distal tip and the hub was not returned for analysis. The hypotube fracture surface is ovaled, which suggests the device was kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: 4875898.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 25mmx30mm emerge¿ balloon catheter was advanced however; the device broke distal to the non-bsc bleedback control valve. A pliers was used to removed the broken shaft from the guide, the balloon had remained in the guide and never entered the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 25mmx30mm emerge¿ balloon catheter was advanced however; the device broke distal to the non-bsc bleedback control valve. A pliers was used to removed the broken shaft from the guide, the balloon had remained in the guide and never entered the patient. The procedure was completed with a different device. No patient complications were reported.